Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed a static fill estimate that did not change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large variance in measured pressures used to calculate remaining insulin, and was advised that once actual insulin amount matched static display, fill estimate would begin to decrease normally; customer understood and acknowledged this explanation, and no further actions were documented.